Manufacturer narrative:
Unit the device had corroded keypad traces and was received with a minor scratched display window, a cracked case display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube,a cracked belt clip slot, a missing end cap sticker, and a cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 82 mg/dl. Troubleshooting was not performed. The device was returned for analysis.